Event description:
It was reported that the pt experienced a shocking or jolting sensation. The pt stated that "the healthcare provider turned the device up so high that she got shocking and jolting." Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).